Event description:
The ventricular catheter was removed. Two days later the CT of the head revealed "external portion of the ventricular drain has been removed but the internal portion from the calvarium to the outlet of the right ventricle remains in place." This resulted in the pt's return to surgery for retrieval of the retained portion.